Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bruised and a red, itchy, bleeding rash under the electrodes from the lifevest. There was no alleged device malfunction contributing to the irritation. There was no indication of medical intervention. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.